Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, and no further cause could be presumed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera ii ultrasonic bronchofibervideoscope stopped working. The issue occurred during the middle of a procedure. No error messages were displayed. The device was inspected prior to use. After a limited prolonged time, the procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the issue was unable to be duplicated. The scope passed all testing and was working according to specifications. This event is under investigation. A supplemental report will be submitted upon receiving additional information.